Event description:
This is the second of two reports for the same patient. It was reported by a non-medical professional that patient had two previous lumbar surgeries. Approximatelhy 7 1/2 months after the second surgery, patient leaned forward and hear a loud pop in her back and began to have severe pain. X-ray taken approximately 8 months after the second surgery showed that both rods were fractured and a non-union was suspected. A revision surgery was performed approximately 19 months after the second surgery to replace the "previous hardware". Approximately 3 1/2 months after the revision surgery, patient is doing "o.k." But still has some left sided pain.